Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 61mg/dl caused by a combination of basal insulin being delivered and administering a manual injection. The customer reported they would consume carbohydrates to address their bg level. System check with tandem technical support indicated pump was performing as intended.